Event description:
A consumer's husband reported that his wife is having eye pain, and blurry vision following intraocular lens (iol) implant surgery. The implanting surgeon told them the symptoms were due to increased intraocular pressure. She has since been diagnosed with glaucoma and is being treated with medications. After continued symptoms, they sought second options from three other surgeons. They were told that the increased pressure, eye pain and blurry vision were due to the fact that the iol was implanted in front of the iris. The consumer now has inflammation in the eye. One of the second option surgeons advised that the lens be removed, and the consumer is going to proceed with the exchange. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).